Event description:
Clinic contacted dexcom technical support on (B)(6) 2014, to report on behalf of the patient an out of range signal on (B)(6) 2014. Clinic did not report any injury or medical intervention at the time of contact with dexcom technical support.